Event description:
A patient reported experiencing inaccurate high results on patient's meter. The patient's blood glucose results were 69 mg/dl on the meter and 46 mg/dl on the lab. Tests were done within 10 minutes with a difference of 23%. Patient did not expeirence any adverse events. No further information has been reported.